Manufacturer narrative:
Device evaluation summary: visual inspection showed the tip was broken off one of the jaws. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was saline flow observed from distal tip when it was attached to 300 mm/hg pressure cuff. The reason for the return was confirmed for a broken jaw tip. Correction d3.5 (country code) & d3.6 (postal code): these fields have been updated. Correction h1 (type of reportable event): this field has been updated. Correction h6 (patient codes (ime/annex e), h6.1 (device codes (fdd/annex a) & additional codes imf (annex f/health impact): these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the tip of the gemini was still attached to the blue guide, creating no need to retrieve broken pieces. The broken pieces were attached to the guide. And this issue led to a shortened ablation. Correction b1: additional info confirms that this is a reportable malfunction and not a serious injury medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transthoracic ablation through portal access using the cardioblate ablation device procedure kit, high impedance readings were displayed by the generator during multiple ablation attempts and energy cut off occurred repeatedly. Initial ablation attempts on right-hand side concave lesions cut off early with ablation times of 8 seconds, 15 seconds, and 16 seconds, each associated with a high impedance reading. The device was repositioned and additional lesions were attempted; one complete transmural lesion was achieved for 40 seconds, followed by 14 further attempted lesions with repositioning that again cut off early with high impedance readings and ablation times ranging from 5 to 21 seconds. The surgeon then removed the device and observed that the end with the blue guide had broken, with the tip of the gemini still attached to the blue guide, creating a need to retrieve broken pieces. All pieces were successfully retrieved, and a new device was opened and used to continue the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.